Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the newly placed balloon was blocked and not smooth during implantation. The balloon was implanted in the right femoral artery, the catheter was then withdrawn and not implanted. Additional information received stated that "the catheter was unable to move forward normally during implantation". No patient injury, harm, or consequence reported. Patient condition reported as "fine."

Manufacturer narrative:
(B)(4). The reported complaint of iab insertion difficulty is confirmed. Sample was returned to manufacturer for investigation. No serial number was reported. The serial number on the returned sample is (B)(6). The lot number recorded on the complaint report matches the lot number for the returned sample. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that does not match the serial number on the returned device. The sample was returned in a cardboard box and was loosely packed within original packaging box. Upon return, a small portion of the teflon sheath was noted on the iabc bladder; the distal end of the teflon sheath was noted at approximately 25.1cm from the iabc distal tip. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. A bend to the iabc central lumen was noted within the iabc bladder area at approximately 15cm from iabc distal tip. The damaged iabc can result in difficulty inserting the iabc into the patient. Spots of dried blood were noted on the exterior surfaces of the returned sample. No blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0057in-0.0065in and was within specification of internal process documents. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with internal quality system document. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed before inserting the guidewire into either end. Another attempt to aspirate and flush the catheter was successfully completed after clearing dried blood from the lumen. The teflon sheath was moved towards the iabc bifurcate without any difficulty. No damage or abnormalities were noted to the iabc bladder. The iabc was leak tested in accordance with testing methods from internal manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. Some blood was noted on the guidewire. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. Some blood was noted on the guidewire. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bent central lumen. The root cause of the bend is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported that "the newly placed balloon was blocked and not smooth during implantation. The balloon was implanted in the right femoral artery, the catheter was then withdrawn and not implanted. Additional information received stated that "the catheter was unable to move forwared normally during implantation". No patient injury, harm, or consequence reported. Patient condition reported as "fine". Associated MDR: 3010532612-2022-00264.